Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before using the bd bactec¿ mgit¿ mycobacteria growth indicator tubes, six (6) boxes of tubes were observed to have biological contamination. The customer gram stained the media from the bottom of the tubes where they noticed a "small whitish cloud" and gram-positive cocci in chains and gram-negative bacilli results were obtained. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 4158271 was satisfactory and no quality notifications were generated during manufacturing or inspection. Formulation, filling, and autoclaving processes were within specifications. In process checks are performed during manufacturing at designated intervals per procedures. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and other complaints have been taken on this batch. Retention samples from batch4158271 were not inspected for this complaint. There were four (4) pictures available to support this complaint. The photos show one tube with white contamination in the bottom of the tube beside a tube without contamination. The photos also provide batch verification for batch 4158271 with expiration 2025-12-03. There were no returns available to assist with this investigation. This complaint can be confirmed. No complaint trends have been identified; no actions are indicated at this time. Bd will continue to trend complaints for defects.

Event description:
It was reported before using the bd bactec¿ mgit¿ mycobacteria growth indicator tubes, six (6) boxes of tubes were observed to have biological contamination. The customer gram stained the media from the bottom of the tubes where they noticed a "small whitish cloud" and gram-positive cocci in chains and gram-negative bacilli results were obtained. There was no health impact or consequences reported.